Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl; cause was unknown. Bg was addressed via consumption of carbohydrates. Pump data review by tandem technical support confirmed the pump was functioning as intended as the control-iq software detected customer's bg level was rising, so an autobolus was correctly delivered. The customer was instructed to consult with healthcare provider regarding bg level.